Manufacturer narrative:
E1: initial reporter address: (B)(6). The user facility submitted medwatch mw5148549 for this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked or burst at the seam of the bag. This was discovered during compounding. There was no patient involvement. No additional information is available.